Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for spinal pain indications. It was reported that the hcp did a refill and was having a very difficult time accessing the rese4rvoir septum. The hcp stated they were expecting 5ml back and the actual volume was 1ml. The hcp was able to do the refill with the full 20ml. The caller did not mention the patient having any symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.